Event description:
It was reported by service report that the headend lift was stuck at high height and the foot end brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: brake plate kit.